Event description:
The patient received his scs system, including an ipg and surgical lead, on (B)(6) 2010. It was reported that the patient felt unintended stimulation in the left abdomen that could not be resolved by reprogramming. An x-ray showed the paddle of the lead had migrated. The physician replaced the lead on (B)(6) 2010. The explanted lead was discarded and will not be returned to the manufacturer for analysis.

Event description:
The faciltiy representative contacted baxter to report an infusor that had a ruptured bladder. The event occurred during patient use. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The device has been requested but has not yet been received to baxter for evaluation. A follow-up medwatch report will be submitted if the device is received for evaluation or if additional information becomes available. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. This is a single use device and will be discarded. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4). Correction: the manufacturer country was inadvertently omitted in the initial medwatch report.